Event description:
It was reported that the right ventricular (rv) lead was abandoned/capped and replaced due to apparent conductor fracture. No patient complications have been reported as a result of this event.

Event description:
Please cancel this report - review of files and associated documentation indicates that the lead serial number does not exist, and the issue was appropriately reported on our file # (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).